Event description:
The customer reported the device's etco2 needs calibration. The fse was unable to calibrate the etco2. There was no reported patient involvement. There was no reported adverse patient impact.

Manufacturer narrative:
This case was originally reported as having occurred in the united states; the case was from (B)(4). Sending follow-up correction emdr.